Event description:
It was reported to boston scientific corporation that a ureteral catheter was opened during unpackaging for use in an unknown procedure. According to the complainant, during unpacking, a small, brown object was visible within the sterile package. It is unknown how the procedure was completed. The condition of the patient following the event was reported as "unknown".

Event description:
It was reported to boston scientific corporation that a ureteral catheter was opened during unpackaging for use in an unknown procedure. According to the complainant, during unpacking, a small, brown object was visible within the sterile package. It is unknown how the procedure was completed. The condition of the patient following the event was reported as "unknown".

Manufacturer narrative:
Lot number 13087646 was reported by the complainant; however, this lot number does not correlate with any lot numbers for this device.

Manufacturer narrative:
Visual evaluation of the returned device revealed a 2.5 millimeter long piece of brown foreign matter between the open parts of the pouch seal. Under 10x magnification, the foreign matter appeared to be some type of dried residue.